Manufacturer narrative:
Internal report # (B)(4). Product returned and evaluated. Qc investigation on 12/8/2017 result in no defect found. Root cause is use error. Based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer on 10/4/2017 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
The customer is calling because the syringe is very sticky when pushing down on the plunger to release the insulin. The customer states that he has to pull the plunger up and down about 10 times to use it.